Manufacturer narrative:
Clarification: the patient does not know which serial number belongs to the right side. Patient provided serial number: (B)(4) with lot number: 2780525 for an unknown side, and serial number: (B)(4) with lot number 2836309 for an unknown side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation, pain, hardness and movement, and tingling. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ¿deflation and pain," "hardness and movement," and "tingling." Device remains implanted.